Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during the spaceoar injection, the kit clogged at the y-connector. It was reported that the procedure was not completed, and the patient was under general anesthesia. No patient complications were reported as a result of this event.

Event description:
It was reported that during the spaceoar injection, the kit clogged at the y-connector. It was reported that the procedure was not completed, and the patient was under general anesthesia. No patient complications were reported as a result of this event. Additional information received on march 05, 2026. It was further reported that, upon the device clogged another was open to complete the procedure, however, it also clogged. The physician decided to cancel the procedure and proceed radiation without the spacer.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A risk review found the issue reported as expected and detailed in the risk documentation. A labeling review confirmed the instructions for use (IFU) includes appropriate instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.